Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. Additional health outcomes of the reported event are hemoptysis and respiratory distress. Per the risk/benefit analysis, these risks can be characteristic for patients having a right heart catheterization procedure. Hemoptysis and respiratory distress have been identified as a known potential adverse event that may occur as a result of trauma to the pulmonary artery during cardiomems sensor implant. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The patient had blood in their saliva. The event resolved without intervention. The patient was implanted (B)(6), 2023. Additional information has been requested but has not been made available.